Manufacturer narrative:
UDI: unknown since the model and serial number were not provided. An event of valve explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a trifecta valve (model and s/n unknown) was implanted. On (B)(6) 2017, the valve was explanted and abbott was informed by the implanting surgeon who also was unwilling to provide additional information despite multiple requests including in person. The reason for explant remains unknown and the explanting surgeon retained the explanted valve. The surgeon reported the patient was doing well and recovering.